Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the customer received a blood glucose result of 253 mg/dl at 8:30 pm on her aviva system. Based on this high result the customer took 6 units of humalog insulin. At 9:00 pm the customer began to experience hypoglycemic symptoms of shakiness, foggy mind, and weakness. The customer tested her blood glucose level at this time and received a result of 66 mg/dl. At this time the customer was unable to self-treat and a family member treated the customer with juice and cheese. At approximately 9:15 pm the customer received a blood glucose result of 44 mg/dl. The customer had the family member treat her with more juice and peanut butter. After 15 minutes the customer's symptoms began to subside and she received a blood glucose result of 80 mg/dl. The customer was not taken to the hospital. Return of the suspect device was requested for evaluation.